Event description:
A 110 mm speed pin was being used during the procedure when the tip of it broke off into the patient's bone. The md made the room aware of the situation, as well as upper management. The surgeon decided that it was best to leave the pin in the bone. Smith and nephew, 110mm non-rimmed speed pin sst, ref # (B)(4) , lot # 21mnx0052.